Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged electrode belt connector) has been confirmed.  Upon investigation the monitor displayed a service code 105 and was unable to communicate with an electrode belt.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the j1001 connector was broken off of the ca board and the pins were bent. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged electrode belt connector.